Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two orders did not reach on the server. A technical support specialist (tss) followed up regarding the station where the amiodarone 360 mg IV bag order was not displaying. It was noted that medication was not created on the pharmacy information system and not added in the server, indicating a possible interface issue between epic and pyxis. The customer was advised to work with electronic privacy information center and information technology to obtain the order details and confirm whether the interface acknowledged the messages. Customer was contacted and confirmed that the case could be marked as complete, as she would continue working with it to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the amiodarone 360 mg IV bag was not showing up for nurses to remove, even though the order was linked to pyxis. The user confirmed that the medication was not created in the pis and had not been added to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.